Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug assembly was unable to be inspected as the sensor plug was not returned. Sim vivo test was performed and results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report, as the sensor plug was not returned. Therefore, the sentence "the sensor plug was properly seated in the mount" has been removed from section h10 (addtl mfg narrative).

Event description:
Customer reported receiving a "replace sensor" while wearing the adc freestyle libre sensor. Customer further reported he experienced symptoms of cold sweat and "loss of vision" and was administered glucagon by a non-hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug assembly was unable to be inspected as the sensor plug was not returned. Sim vivo test was performed and results were within specification. No malfunction or product deficiency was identified. Section d3 (email) and section g1 have been updated to reflect current contact information. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" while wearing the adc freestyle libre sensor. Customer further reported he experienced symptoms of cold sweat and "loss of vision" and was administered glucagon by a non-hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" while wearing the adc freestyle libre sensor. Customer further reported he experienced symptoms of cold sweat and "loss of vision" and was administered glucagon by a non-hcp. There was no report of death or permanent impairment associated with this event.